Event description:
Generator (ipg) was explanted because of ventricular non-capture. The physician also explanted this pt's bipolar lead. Model 4261. Serial number 213081. A serious injury MDR was submitted on the lead on 8/23/95. Ipg implanted-6/22/94. Explanted-8/2/95. Total implant time-13 mo.